Event description:
Pt diagnosed with rt grade pyelogram, lithotropsy, & stent replacement. A double pigtail stent was placed in rt ureter; it migrated to where the tip was in the lower ureter. A second stent was placed & it was normally located. Each ureterel stent was 6 french, 24 cm long. (Each stent had same serial # & lot #). Lithotripsy destroyed the stones, & pt passed the stones. Pt returned to the hosp 6 wks later for removal of the stents. This was done without any difficulty. Pt had on unremarkable post-op course & was discharged in good condition.